Event description:
Pt's son calls director of the user facility on 01/6/98 reports pt, on 1/5/98, reached for walker, purchased 12/26/97, to stabilize self. Inadvertently grasps "locking button". Walker "unlocks" (collapses) pt falls, fractures left hip.